Event description:
Generator was received into product analysis (pa). Generator analysis was completed and reviewed. The allegation of increase seizures could not be evaluated in the pa lab. The proper functionality of the generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. The output signal was monitored for more than 24 while generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator output signal and demonstrated that the device provided the expected level of current for entire monitoring period. Magnet activation performed during output monitoring demonstrated the appropriate magnet output for the programmed settings. The programmed parameters gave the expected generator diagnostics. The generator performed according to functional specifications. The battery measured 2.845v with ifi=no and 58.655% of the battery having been consumed. No performance or any adverse conditions were found. No additional relevant information was received to date.

Manufacturer narrative:
Adverse event and/or product problem, corrected data: follow up report #1 inadvertently did not update the event to serious injury. Outcomes attributed to adverse event, corrected data: follow up report #1 inadvertently did not list updated outcomes.

Event description:
An update was received indicating that the cause of the patient's magnet issue was never determined per the physician. It was speculated by the company representative that the magnet was not being used properly, as the husband would lay the magnet on the patient and then call 911, possibly inhibiting stimulation. Training on proper magnet usage was provided. An implant form was received for the patient's generator replacement surgery, which was indicated to be due to battery depletion. No device was expected for return as the product was discarded. No additional, relevant information was received to date.

Event description:
The addendum clinic notes were received indicating that the patient's device was interrogated and pulse width was adjusted from 130 to 250usec. It was stated that the battery was 7 years old and the patient was having an increase in seizures, so the physician was referring the patient for battery replacement. It was further noted that the patient was provided a new magnet as hers was over 10 years old and was not working properly. No diagnostics were observed in the notes, however it was mentioned that he device "likely only has a few months of life remaining". No additional, relevant information was received to date.